Event description:
It was reported stimulation was turning off in the pt's work environment. The pt worked in a mfg facility around large equipment, presses, etc. Per the reporter, the pt had to charge the stimulator in order to get stimulation back. The reporter was not aware of any power on resets occurring, and the pt had no shocking episodes at work. It was also reported there were telemetry issue, and a stimulator overdischarge was suspected. The last successful recharge session was 2-6 months ago, and this was the last time the pt felt any stimulation. The pt performed a physician mode recharge (pmr) at home. Following the pmr, the device was at end of service due to 3 overdischarges. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).